Event description:
It was reported that due to the device no longer working the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was noted that two weeks before this surgery the patient visited his physician and his device was tested and resulted in the discovery of holes in the patient's left cylinder. It was added that a device malfunction was not the cause of the holes in cylinder. The patient is stable following this surgery.

Event description:
It was reported that due to the device no longer working the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was noted that two weeks before this surgery the patient visited his physician and his device was tested and resulted in the discovery of holes in the patient's left cylinder. It was added that a device malfunction was not the cause of the holes in cylinder. The patient is stable following this surgery.